Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
The healthcare professional (hcp) of a clinical study reported that the wound was opened and the wires were exposed. The clinical diagnosis was wound dehiscence. The outcome was resolved without sequelae. Interventions included explanting and not replacing the device. The event resulted in an unscheduled clinic or office visit. The patient reported an open wound. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was noted as related to the lumbar site. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.